Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error code c-34 upon startup, and the iesu log showed errors c-00 and m-11. Root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that the erbe had repeated c-34 errors when using monopolar energy. The customer checked the energy cords to make sure the connections were properly seated and restarted the erbe before calling in. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was not completed with the other monopolar port and not with the same generator. The procedure was completed with an external force triad generator.